Manufacturer narrative:
Follow-up #1: date of submission 05/19/2017 device evaluation: the device has been returned and evaluated by product analysis on 05/04/2017 with the following findings: a review of the black box showed the total daily doses appear to be inaccurate due to an unacknowledged replace cartridge alarm for three hours prior to a power interruption of 17 hours. The deliveries were never resumed at power on and a no delivery, no prime alarm was unconfirmed for 18 hours before resuming basal delivery. The basal history confirmed an active basal program at 0 units per hour for 18 hours, and for 10 hours. The pump passed delivery accuracy testing. The battery compartment and cap were undamaged and were able to fit securely. The rewind, load, and prime steps were performed successfully. The pump correctly reflected 24 units after a 24 hour duration test of one unit per hour. The pump delivered within specifications. The history settings issue was not able to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that on (B)(6) 2017, the patient was hospitalized for elevated blood glucose (bg) of 520 mg/dl with symptoms of nausea, vomiting, abdominal pain, dizziness, lightheadedness, frequent urination and moderate ketones associated with an inaccurate delivery. The patient reportedly remained hospitalized, remained on the pump and was treated with intravenous fluids. Customer technical support reviewed the pump with the reporter and found that the basal delivery totals in the total daily dose history did not match. This complaint is being reported based on the allegation that the patient experienced hyperglycemia requiring medical intervention because of an inaccurate delivery issue.